Manufacturer narrative:
The instrument's broken grips were sent to an independent external analysis lab for further evaluation. It was found that the grips experienced brittle fractures. The root cause of this was determined to be the variability in the metal injection molding (mim) process. The variability can be large networks of delta ferrite areas, irregular grain growth likely during sintering process, and surface anomalies such as notches, void, lap or crack like features contribution to crack initiation or hydrogen embrittlement. The grip mim suppliers have been made aware of the findings and are working with isi on process improvements. The root cause of the failure is attributed to manufacturing.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint and found the primary failure of broken grip tips to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.5" was found to be broken off the yaw pulley. The broken piece was not returned. As a result, the instrument is unable to function properly. The grip cables and conductor wires were inspected and no physical damage was observed. The root cause is typically attribute to the mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# (B)(4)/ lot# k11211216-0024) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6)2022 on system sk4018 for approximately 11 minutes. The alleged event occurred on the 9th use of the instrument with 5 uses remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified da vinci-assisted sacrocolpopexy surgical procedure, the fenestrated bipolar forceps instrument jaw snapped off while grasping tissue inside of patient. A backup instrument of the same type was used and the procedure was completed with no reported injury. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the clinical staff noticed the instrument jaws were misaligned. The instrument was removed from the patient and the jaw broke outside of the patient. The customer stated the fenestrated bipolar forceps instrument did not collide with another instrument. The customer confirmed no fragments fell into the patient. No image or video clip for the reported event is available for review.